Manufacturer narrative:
Reliability analysis inspected 3 opened or used sensors and performed bicarbonate buffer test. Two of 3 sensors failed for high readings, 1 remaining sensor passed per specification with accurate readings.

Event description:
The representative reported via e-mail that the customer experienced inaccurate readings. The customer's blood glucose was 103 mg/dl and sensor glucose was 69 mg/dl, blood glucose was 130 mg/dl and sensor glucose was 66 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.